Event description:
The patient underwent a catheter revision around 3 pm in 2002 due to catheter shearing or occlusion. A priming bolus was performed and the patient was started at 5 mg/day of morphine. The patient had been up to 45 mg per day at some point. The patient was released to home per their request and the patient's family member noted vomiting around 1:30. The patient refused to get medical attention as requested by their family member. The patient was found deceased the next morning. The patient's family did not want an autopsy performed. The device remains implanted in the patient. A follow up report wil be sent if additional information is received.